Event description:
It was reported that during an open pancreatoduodenectomy, an error 5 was displayed. The blade was broken when the device was wiped by a nurse after the device was reset. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4) information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.